Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, there was a stapler issue reported that surgeon was using plee60a, with gold reloads and peel and stick peri strips. During his third firing, the distal 70% of the interior (closest to knife blade) on stomach side did not form b shaped staples, instead they remained in their field goal shape. Surgeon oversewed the staple line. Device was used for rest of procedure and procedure was completed successfully without any delays. Patient consequence was not reported and patient was discharged normally.